Manufacturer narrative:
(B)(4).

Event description:
The patient reported an unknown number of revisions from 2011 to 2013 for lead placement issues or implantable neurostimulator (ins) location issues. Specific reasons were not remembered. They were needing to be fixed due to a crooked spine and the patient's anatomy. He had bruises and scars 2 inches long from the surgeries. Relevant medical history included chronic low back pain and spinal pain. Follow-up was performed to determine more specific details of each revision and what had led to them.